Manufacturer narrative:
The exams were received and reviewed by a technical services specialist. The specialist found the apex of the head is missing and skin appears to be very loose and the 2d images show the patients head is clearly tilted up/back in the scanner. They are not "true" axial slices. A software investigation was completed and determined the patient's head was tilted back in the scan which is not to protocol. Software is functioning as designed. Imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon was unable to successfully register the patient using tracer or point-merge registration techniques. To troubleshoot the issue the medtronic representative repositioned the tracking instrumentation and rebooted the navigation system without resolution. The medtronic representative did not change the scan bit depth, nor reload patient scan and was unable to find metal interference. The scan was taken the day of the procedure and reported to be 1mm thickness and spacing with 142 slices at 12 bit depth. The medtronic representative tested the registration probe and found it fully functional. The medtronic representative reported tracer registration was attempted 4 times and point merge failed 3 times. The surgeon opted to cancel the procedure and reschedule the procedure. There was no known impact on patient outcome.